Event description:
Report received indicated that patient experienced a stroke described as paralysis on the right side of the body and aphasia. Stenting was being performed to the left internal & common carotid arteries. There was 67% stenosis and severe vessel tortuosity without calcification. The lesion measured 1.5mm diameter by 40mm length and was not pre-dilated prior to stent implant. An ipsilateral approach was made. The angioguard distal protection device was delivered successfully with full expansion and good wall apposition. After the physician placed two stents (lot unk) at the target lesion and post-dilatation was made (diameter 5.5mm); the patient developed paralysis on the right side of the body and aphasia. According to the physician, it was more likely that micro size of soft plaque might have gone through the pore of filter basket leading the patient to a stroke.

Manufacturer narrative:
Further information revealed the patient's condition pre-procedure included the following: transient ischemic attack (tia), visual blackout, hypertension, stomach ulcer and bronchitis. There was no unusual force used at any time during the procedure. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) or while crossing the lesion with the devices. The stroke event was treated with edaravone. Currently, the patient has paralysis on his "left side" of the body now. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of three products involved in the same patient and reported under manufacturing numbers 1016427-2008-00294, 9616099-2008-02655.